Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed due to corrupted history file. No alarms during test. The insulin pump communicated properly with the contour link during test. The insulin pump received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
It was reported that blood glucose was not transferring from meter to insulin pump. During troubleshooting, alarm history showed a signal too low alarm, spanish anomaly alarm and unexpected restart alarm. Customer was advised that insulin pump would need to be replaced.